Event description:
Rep stated that during the procedure, a piece of the bman needle was lodged into the ilium and was unable to be removed. The rep also stated that the patient had very hard bone which caused the doctor to use excessive force with the needle. This caused the instrument to break, and a piece of the needle remains in the patient. The rep also stated they do not know at what point the tip of the needle broke off. The procedure was completed.